Event description:
Implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, local infection / subacute chronic osteitis, immediate implantation, pain.